Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation, the device was noted to have reached end of life (eol) eight months earlier. A code indicating that the charge time had exceeded its limits was also observed. Upon further review, it was noted that tachycardia therapy had been programmed off in the device over two years for an unknown reason. Further information was received that tachycardia therapy had been programmed off previously as the patient was placed in a do not resuscitate (dnr) status. The patient still remains in a dnr status, thus no revision procedure will be performed. At this time, the implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects have been reported.